Event description:
Patient's mother uses the mobilaire compressor 50 psi for the patient's nebulizer treatments. The compressor started to melt/pop the tubing that connect to the machine. The tubing is only lasting 3 days.